Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the bottom case tamper seal broken and the plunger head seal to be intact. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, ?base not responding? Error found in the log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated. Additionally it was revealed the reported problem is a non-issue as it is an advisory alarm caused by user powering the pump off within 5 sec after powering the pump on during the self test process. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint., corrected data: health effects corrected.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had interconnect board issue. No patient injury/involvement reported.